Event description:
It was reported to philips that the system experienced a software problem. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue happened and restarted system to continue working. A philips remote service engineer (rse) checked system and confirmed that system crushes. Review of the system log file rse found errors on host pc os disk 1 and frontal ip-pc image disk. Field service engineer (fse) went onsite and show the same error on log file. Fse confirmed the ip-pc image disk was faulty. To resolve the issue fse replaced the ip-pc image disk. After replacement of image disk, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is restarted after some time. User restarted system to continue working the same allura system. This scenario includes that the system is restarted normally. Since the system restart and procedure is completed on same allura system and it is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, the user dose not clean the image storage of ippc before using it properly, that's the issue happened. This event would not be reportable. The codes were updated based on the investigation outcome.